Event description:
Event description guidant received information that during a commnded threshold test, this pacemaker exhibited a 3.5 second pause in ventricular capture because the auto capture algorhythm did not work appropriately. It was noted that the patient had difficulty breathing during the episode. Since back-up pacing was not delivered, the decision was made to deactivate the feature. There were no adverse patient effects reported.